Event description:
In 2007, a 2.5 x 33mm cypher select plus stent was chosen to treat the lesion directly in the proximal to mid left anterior descending branch. However, stent delivery system got stuck at the distal left main in a tight segment before reaching the lesion. Upon attempting to pull the stent delivery system out through the guiding catheter, only the balloon came out. The stent was "stuck" in the distal left main. The situation was resolved by inflating the stent with a small 2.0 x 15mm balloon and further dilating with a bigger balloon on the nominal size of the stent. A competitor's stent was used to treat the actual lesion. The patient had a target lesion in the proximal to mid left anterior descending branch. The lesion was type b2, de novo and mildly calcified. The lesion was 32mm in length and had 90-95% stenosis. Timi flow grade pre and post procedure was 3. The patient's pre, intra and post procedure medications include the following: aspirin, plavix and heparin (pre and intra only).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.